Event description:
Boston scientific received information that this device exhibited pacing inhibition during electrocautery use while being explanted for normal battery depletion. A boston scientific field representative reported the inhibition occurred despite device reprogramming and use of recommended electrocautery cautions. It also was noted that after explant, device interrogation showed the device battery status was displaying as beginning of life (bol) instead of elective replacement time (ert). The patient, who is pacing dependent, did not experience adverse effects as a result of the pacing inhibition, and a replacement device was successfully implanted.

Manufacturer narrative:
Upon return to our post market quality assurance laboratory, our review and analysis found the clinical observation of pacing inhibition was due to electrosurgical contact that caused the device to enter reset state, which will interrupt pacing. Initial review of data stored in device memory showed three device resets, including a system reset, occurred during or after device explant. Visual inspection found electrocautery markings on the device header and the minute ventilation electrode. The device lead safety switch, which had set, was reset to a bipolar lead configuration. Testing and analysis of the device as programmed when returned found the pacing output was consistent with the programmed settings. The device was then programmed to ssi mode to allow sensitivity testing, which showed the device was within specifications. Additional review of device memory showed the system reset, which occurs when the device power supply is out of regulation and can result from the use of electrocautery, occurred on the date of explant. A system reset also resets the device¿s battery status to beginning of life, consistent with the clinical observation. The device met longevity projections per programmed values.